Event description:
Reportedly, the subject programmer intermittently and automatically reboots during use, and can remain stuck in a boot loop.

Manufacturer narrative:
Preliminary analysis of the returned unit revealed that the reported issue is attributable to either insufficient quality of contact between the plug of the central process unit board and the one of the power supply, and/or instability on the pre-power supply board.

Event description:
Reportedly, the subject programmer intermittently and automatically reboots during use, and can remain stuck in a boot loop.

Event description:
Reportedly, the subject programmer intermittently and automatically reboots during use, and can remain stuck in a boot loop.